Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks due to post-sensed t-wave oversensing. The lead was repositioned.

Event description:
New information received notes that patient condition was normal.